Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were reviewed by technical services. The log file showed 7 pump stops and 11 low speed advisories. This may be linked to issues with the percutaneous lead. These issues seem to be occurring only when connected to the power module. X-rays were needed to identify where the compromised lead is. There were no other unusual events in the log file. Additionally there were low flow alarms. The patient was put on an ungrounded cable. Upon review of additional log files, there were no additional unusual events or pump stops.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low speed events and pump stops while the patient was supported by the power module. Based on past experience with the heartmate ii left ventricular assist system (hmii lvas) and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between these findings and hmii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log files contain cumulative data from 28sep2020 at 23:19:31 through 12nov2020 at 10:15:21. Low speed events, including multiple pump stops, were captured intermittently on (B)(6) 2020 between 15:14:01 and 15:15:00. These events were associated with low speed operation, low speed hazard, and low flow hazard alarms. All low speed events and pump stops appeared to occur while the patient was supported by the power module. From (B)(6) 2020 at 15:15:22 through the end of the files, the pump speed remained above the low speed limit. No additional atypical alarms were captured throughout the file. The center reported that the patient had been supported by an ungrounded patient cable since their (B)(6) 2020 clinic visit. Multiple requests for additional information were sent to the center; however, no further details were provided. The patient remains ongoing on hmii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including low speed operation, low speed hazard, and low flow hazard alarms) and how to respond to such events. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10may2016. No further information was provided. The manufacturer is closing the file on this event.